Event description:
It was reported that due to dexterity issues the patient had his inflatable penile prosthesis (ipp) explanted and replaced with a tactra malleable prosthesis. It was added that this patient was happy with his ipp while he had it. When the ipp was removed, the physician note that most of the fluid was absent in the system.